Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly and observed that there was damage to the left side of the on button, causing it to be sensitive. The button still functioned, however, and just required a little more pressure in order to power the device on.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on when the on button was pressed. There was no patient use associated with the reported event.